Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the part for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the patients peritoneum was trapped on the force bipolar forceps instruments wrist. The surgeon indicated that peritoneum slides above an area of the wrist that is intended to be a shield or a guard. The reported issue was observed multiple times. There was no fragment fell into the patient. The procedure was completed robotically with no injury to the patient.